Event description:
Approximately one hour into a dialysis treatment, an internal dialyzer blood leak was visualized along with an external dialyzer blood leak. There was blood leaking on the outside of the dialyzer from the venous side of the header. The blood in the extracorporeal circuit was not returned to the patient. The patient was not symptomatic and completed treatment with a new blood line and dialyzer. The patient was discharged home following the completion of his dialysis treatment.

Manufacturer narrative:
The actual dialyzer involved in the event was not returned. Companion dialyzers were received and tested for internal and external leaks and no leaks were observed. Retention dialyzers were tested for internal leaks and no internal or external leaks were observed. The complaint database was reviewed and there were no other blood loss complaints reported for lot c414200401.